Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and in artemis, error 32100 was found indicating ac hardware current/voltage monitoring error reported on suj proximal (acu) pointing to the vertical brake thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered the same error thus replicating the reported event. The unit was then installed on a patient site cart (psc) fixture test platform (pftp) where the vertical brake failed to unlock. Installed golden acu but it still failed the brake test. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da vinci-assisted surgical procedure, caller reported repeated recoverable faults on arm 4. Caller reported he tried to recover the fault several times, but error came back immediately. Technical service engineer (tse) checked system logs, errors 32100 on vertical setup joint (suj) 4 brake verified in the logs. Tse asked to caller and hard power cycle of the system (epo). Caller stated issue persist. Tse asked to caller if was possible to proceed with the surgery without universal surgical manipulator (usm) 4. Caller reported was not possible. The procedure was aborted. No patient involved.